Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called adc to report that the customer¿s adc freestyle libre sensor received a "replace sensor" message after 6 days of wear. It was further reported the customer experienced symptoms of ¿dizziness and sweating¿ and was seen by a healthcare professional who obtained a reading of 38 mg/dl on their device. The customer was treated with glucagon and no further treatment information was reported. There was no report of death or permanent impairment associated with this event.